Event description:
Monitor displayed o2 sats in 93% with good waveform. O2 increased from 4lnc to 6lnc with no improvement, and o2 sats decreased on monitor. O2 increased to 100% nrb, with o2 sats decreasing to 76% and had perfect waveform on monitor. Intubation supplies gathered and brought to bedsides. Pt did not appear to be in respiratory distress or be cyanotic. Forehead o2 probe placed on pt, showing 100% o2 sats and had a perfect waveform. Previous finger o2 probe removed, and o2 sats checked with portable nellcor o2 on same finger, and monitor showed o2 sats 100%. Second defective probe reported defective, however unsure of details of incident. FDA safety report ID# (B)(4).